Event description:
Devilbiss healthcare was notified of an incident involving a suction unit by a provider, who stated that the "no suction." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned to devilbiss for evaluation, where it was determined the unit was unable to produce vacuum pressure to the minimum specification. The root cause was the umbrella-style check valve that dislodged from the compressor cylinder. Devilbiss has a CAPA for the check valve complaint.